Manufacturer narrative:
(B)(4). It was reported the topical skin adhesive was applied on the skin. There was an approximately 2 cm area around where the adhesive was used and the area was reddish/blue in color and painful to the touch. The patient was administered a corticosteroid cream to ease the reaction. The physician opines that the rash and blistering looks like a delayed hypersensitive response, but finds it unusual that the reaction manifests after a period of 3-4 weeks and not after a few days.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. A few weeks following the procedure, the patient experienced rash, blistering and soreness on the area where topical skin adhesive had been applied. The patient was treated with steroids and recovery from surgery has taken longer and is stressful to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).